Event description:
The customer reported via phone call that she had keypad issues on the insulin pump. Customer stated that she thinks her pump is freezing up and she has to press the buttons several times to get them to respond. Customer will push a button and the pump will not respond every once in a while. Customer had the pump in her bra in the past week due to not to having a belt clip. Customer was going to give herself a bolus, but she had to give herself a manual injection. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There was no button response due to corroded keypad traces. There was no frozen screen noted. The insulin pump was received with a cracked case at the display window corner, battery tube threads, a broken belt clip slot, and a minor scratched display window.